Manufacturer narrative:
Therecieved medwatch report (5200630000-2023-8029) under section b.7 describes:preexisting characteristics that may have contributed to the event:

Event description:
Description of event as provided by medwatch report : oxygen tubing has end tidal tubing connected and it pulls apart from oxygen tubing to connect to its base. It has cracked in half 2 times. Didn't write event last time. Thought it was a one off. Could not measure end tidal numbers until I changed it. This is a critical number when sedating.